Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one. That is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a partially broken retainer ring. Unable lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, partially broken retainer, broken belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed at the belt clip rails. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at belt clip rails. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer confirmed pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded the device was returned.